Event description:
It was reported that the health care professional (hcp) was asking about this pacemaker labeling a premature ventricular contraction (pvc) as ventricular tachycardia (vt). Technical services (ts) discussed and explained it was due to the vt cutoff rate. It was noted that there was intermittent atrial pacing seen on the pvc, causing undersensing and unnecessary right ventricular (rv) pacing. Ts offered changes for programming to be made. This device remains in service. No adverse patient effects were reported.